Event description:
At (B)(6) year old, I had to have tah/left "soo" performed due to a uterine polyp and teratoma. During the procedure a product called surgiwrap was placed throughout the raw areas of the perineum and the right ovary was wrapped in it. Approx three months after my initial surgery I developed colitis, diarrhea and pelvic pain with a non healing vaginal cuff. I was given IV and oral antibiotics and a colonoscopy. After several scans showing the possibility of an abscess and my worsening condition I had an exploratory laparotomy performed and found that the surgiwrap had crystallized inside of me and this was removed. Approx three months after my surgery I had to undergo yet another laparotomy to have add'l crystallized material removed and another revision of a non healing vaginal cuff. During this third surgery, I was placed into surgical menopause due to the required removal of my remaining ovary, an omentectomy was also performed. After three open abdominal surgeries I started to develop urinary symptoms such as, urgency, frequency, hematuria, and dysuria. These symptoms were not allowing me to even sleep due to the frequency and dysuria. The microscopic pieces of surgiwrap in my bladder and vaginal cuff area, as well as my anterior abdominal wall have lead to intersticial cystitis and to reflex sympathetic distrophy of the pelvic area and anterior abdominal wall. I have had to have three hydrodistentions and an add'l three vaginal cuff revisions due to fibrotic tissue at the site. I have had to undergo hyperbaric oxygen therapy, many sympathetic blocks, physical therapy, and multiple medications to try to control and alleviate the chronic problems left as a result of this terrible material. During the process of litigation I have discovered that there have been others in whom this product has crystallized and have had to endure other procedures and permanent damages. This needs to be removed from the market to prevent further damages.